Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had a minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.